Manufacturer narrative:
(B)(4): physio-control provided the technical assistance to the customer and recommended replacement of the hard paddles assembly. The customer has indicated that they will be replacing the hard paddles assembly.

Event description:
It was reported that during testing, the output of defibrillation energy was intermittently incorrect and the device would give an "abnormal energy delivered" message. There was no pt use associated with the reported failure.